Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a warning for low impedance and capture was unable to be confirmed. The right ventricular (rv) lead exhibited a declining defibrillation impedance. The lv lead and rv lead remain in use. No further patient complications have been reported as a result of this event.